Manufacturer narrative:
"Review of the medical records and images by AGA's Medical Consultant resulted in the following findings:This is a common case of device embolization, after attempts are made to close two separate defects with one device. The strength of septal tissue between the two defects is critical in such cases because the waist of the device tends to stretch the thin septal tissue and if it gives in, the device has a chance to embolize, if the effective size of the newly created defect is larger than the device. Suddenly a device that appears very stable with excellent stability with pull push test becomes smaller for the defect and embolizes. The fact that the device embolized to the left side is indicative that the device effective diameter was smaller for the ""newly created"" larger defect, and as the right disc is smaller than the left, it embolized to the left side.In this case, the balloon sizing was indicative of a small size defect. As the septum is thin and the balloon was not perpendicular to the septum, it erroneously gave the impression of a waist which was erroneously larger than the actual waist. Several images demonstrated the balloon trying to pull out of the defect during the cardiac cycle and also how the right disc is small (while the device is stable) and actually gets pushed into the left atrium during the pull -push maneuvers.In conclusion, the septal tissue separating the two defects tore, resulting in a larger defect size that resulted into device embolization. The right disc edge prolapsed into the left atrium during push-pull maneuvers are indicative of a possible device embolization."

Manufacturer narrative:
"THE RESULTS OF THIS INVESTIGATION ARE INCONCLUSIVE SINCE THE IMPLANT ECHOCARDIOGRAMS OR MEDICAL RECORDS WERE NOT PROVIDED TO AGA MEDICAL FOR REVIEW. ECHOCARDIOGRAMS ARE NEEDED TO CONFIRM SIZING AND EVAL OTHER PARAMETERS OF THE IMPLANT PROCEDURE. SHOULD THE IMAGING BECOME AVAILABLE AT A LATER DATE, A SUPPLEMENT REPORT WILL BE FILED."

Event description:
ACCORDING TO THE INFO RECEIVED, A SECUNDUM ATRIAL SEPTAL DEFECT MEASURING APPROX 15MM BY TEE AND ICE WAS MEASURED USING ANOTHER MFR'S 25MM SIZING BALLOON USING A STATIC TECHNIQUE. THE STRETCHED DIAMETER WAS 17-18MM AND THE RIMS WERE LESS THAN 4MM. A 20MM AMPLATZER SEPTAL OCCLUDER WAS DEPLOYED UNEVENTFULLY AND THE PUSH-PULL TEST WAS UNREMARKABLE. THE DEVICE APPEARED TO BE WELL-POSITIONED, SO IT WAS RELEASED AND THE PROCEDURE ENDED UNEVENTFULLY. APPROX THREE HRS AFTER THE PROCEDURE ON FOLLOW-UP TRANSTHORACIC ECHOCARDIOGRAPHY, THE DEVICE WAS NOTED TO BE IN THE LEFT VENTRICLE. THE PT WAS HEMODYNAMICALLY STABLE, BUT WAS REFERRED FOR URGENT CARDIOTHORACIC SURGERY. INTRAOPERATIVELY, THE DEVICE WAS RETRIEVED UNEVENTFULLY AND A "TEAR" WAS FOUND EXTENDING FROM THE ASD POSTERIORLY. THE PT'S ASD WAS CLOSED INTRAOPERATIVELY.